Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.      Product complaint # (B)(4). Examination of the returned device confirms the complaint of handle damage, the handle is cracked. Root cause device worn from normal use and servicing . Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the complaint of handle damage, the handle is cracked. Root cause device worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items were flagged during the sterilization process. The handle is cracked.